Event description:
It was reported that after smooth loading, the user was unable to ligate a clip during a surgery. Therefore, he/she replaced the applier with a new one. Additional information: the user was unable to ligate a clip because it did not close.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in june of 2019. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned , and the jaw pivot pin is slightly pushed into one side of the outer tube assembly. This instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod shaft fingers that engage the jaws are damaged. We are able to validate this complaint. We suspect that the damaged drive rod fingers are what caused the jaws to become loose and misaligned. We also suspect that this device has been mishandled at the end user's facility since there are signs of damaged internal components. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after smooth loading, the user was unable to ligate a clip during a surgery. Therefore, he/she replaced the applier with a new one. Additional information: the user was unable to ligate a clip because it did not close.